Event description:
A nurse reported that dull knives were experienced in surgery, but that there had not been any harm to any pts.

Manufacturer narrative:
No samples have been returned for evaluation; therefore the customer's complaint of dull knives cannot be confirmed. No root cause has been determined. (B)(4).